Manufacturer narrative:
Other driveline disconnect events are reported in MDR #s: 2916596-2021-00643 ((B)(6) 2020) and 2916596-2021-00644 ((B)(6) 2020). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR # 2916596-2021-00361. It was reported that the patient performed a controller exchange on (B)(6) 2021 around midnight. The patient did not remember what alarm occurred that motivated the exchange, but the history from the system monitor showed no external power, no flows, controller clock not set, and driveline disconnect events. The log file from controller that was exchanged, hsc-069091, displayed a driveline disconnect event where the driveline was disconnected from the controller on 01jan2000 (clock not set). The true date and time of the disconnect could not be conclusively determined from the log file.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed multiple driveline disconnects; however, a specific cause could not conclusively be determined through this evaluation. Although multiple driveline disconnects were captured throughout the log file, the driveline disconnect on (B)(6) 2021 could not be confirmed due to the clock not being set. The account submitted log files for review (B)(6) 2020 at 12:55:28 through 20:04:24, then additional data following multiple resets of the controller, as well as (B)(6) 2021 at 14:11:33 through (B)(6) 2021 at 16:22:16. Beginning on (B)(6) 2020 at 13:14:17, the log file captures a power cable disconnect and a driveline disconnect and the pump¿s shutdown sequenced was started (captured under MFR. Report # 2916596-2021-00643). 4 lines of data were captured beginning on (B)(6) 2020 at 16:28:42. The pump was reconnected on (B)(6) 2000 at 0:00:38 and appeared to function as intended with active clock corrupt alarms until (B)(6) 2000 at 0:06:16 when a power cable disconnect and a driveline disconnect was captured and the pump¿s shutdown sequenced started. During the time frames of power cable disconnects and a driveline disconnects, the low pump current, communication faults, and lvad off alarms were active. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Several sections of this document explain that if the driveline disconnects from the system controller, the pump stops. Additionally, section 7 contains information regarding all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. C, is also available. This document advises the user to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. This handbook also explains that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, promptly reconnect it to restart the pump. The pump cannot run without power. Section 5 contains information regarding all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.